Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. Bench analysis revealed a capacitor failure. Conclusion: the active current drain failure was caused by a defective capacitor.

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the generator failed incoming vxi testing and it was determined that its main printed circuit board was out of specification electrically, and it was also noted that the lower case was broken. (B)(4).